Manufacturer narrative:
Unit had intermittent button response due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.(B)(4)

Event description:
It was reported that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 149 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.